Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (See scanned pages).

Event description:
It was stated that the customer passed away in her sleep while wearing the insulin pump. The cause of death was unknown and nothing significant led up to the customer's death. The medical doctor's office was called to get more information. However, the nurse stated, they did not have any information on the customer's death. A request was made to return the insulin pump for analysis.